Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified underweight and a broken shell. Visual and microscopic analysis were performed which identified sharp broken on the posterior, wear abrasion, creases flat and non-penetrating nicks. Based on the device analysis the final assessment is sharp and broken on the posterior due to an unidentified (tear) opening. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional and patient reported a right side rupture. Patient also reported being "sick since having the implant." The device has been explanted.